Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces during visual inspection. No button error alarm was noted during testing. The pump was received with a partially broken reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error. Customer was unable to clear the alarm. Customer had to discontinue the insulin pump use and follow his/her medical prescription for insulin shots until replacement arrives no further information provided.